Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A return material authorization was issued to the customer requesting to have the device returned. An image associated with this reported event was reviewed and was consistent with the reported cable damage.

Event description:
It was reported that there was a cable failure with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had a frayed cable and the issue was identified during the procedure. The procedure was completed robotically as planned with no harm to the patient with a delay of less than 15 minutes using a backup instrument.